Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that that stimulation was no longer felt. The patient controller screen showed that the stimulation was on and that no settings had been changed. It was asked, but unknown whether the patient¿s no longer feeling stimulation was considered a sudden change or if they had experienced any incidents that may have caused or contributed to it. It was noted that the implantable neurostimulator¿s (ins¿s) elective replacement indicator (eri) had been present for a while at the time of report. It was asked, but unknown what the cause of the patient no longer feeling stimulation was. Guidance was provided to the patient to seek medical consultation to further address the issue; no further actions or interventions had been performed. It was unknown whether the issue was resolved at the time of report. No further complications were reported or anticipated.